Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient was revised to address stem subsidence. Update rec'd (2/4/2014) - litigation papers received. Litigation alleges the patient suffers from pain and discomfort. The stem was previously reported, but we are adding the liner and head. The complaint was updated on:(B)(6). Update rec¿d 5/12/2014¿ pfs and medical records received. This complaint is for the left hip. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on : (B)(6) 2014. Update ad 18 apr 2018: ppf and sticker sheets received. In addition to what were previously alleged, ppf alleges loosening of cup and stem. It was also indicated that the cup was also removed. There is no revision notes provided. Added cup to the complaint, updated manufacturer date, added expiration date, firm and revision hospital. Doi: apr 13, 2009- dor: (B)(6) 2011; (left hip).